Event description:
It was reported that the lead was exhibiting high, out of range, high voltage lead impedance. The lead was and explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 50.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.0cm was returned for analysis. Internal insulation abrasion was noted at 6.5-6.7cm from the lead tip, under the proximal end of the rv coil. The etfe coating was abraded at this location. Without return of the entire lead, a complete analysis could not be performed.